Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-device code changed to 1310. The lot # 3000510057 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11 corrected sections: d9, h3,h6-removed codes 4114,3221; entered codes 10,4105,706,25 the device was returned to the factory for evaluation on 02/13/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt. The syringe plunger was depressed to inject air. The btt was unable to be inflated. Based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was confirmed. A manufacturing engineering evaluation was conducted. Details of the investigation conducted are noted as follows: preliminary screening investigation: a visual inspection was performed. The btt assembly was visually inspected for use and was noted to be heavily covered with dried blood and tissue, confirming it to have been used within the procedure. There were no visual defects observed on the btt body or balloon. O a functional inspection was performed. A 25 cc syringe, filled with air was attached to the inflation port line on the btt. The syringe plunger was depressed to inject air. The btt balloon was unable to be inflated. As a follow-up to the investigation performed at the wayne facility, the btt complaint unit was sent to nel pretech corp. To assess the potential cause of the btt balloon not inflating. The complaint unit was assessed through CT scan. Based on the imaging and information provided, the btt balloon failed to inflate because there was adhesive blocking the air channel within the btt body that allows air to flow through and inflate the btt balloon. The cad model of the btt subassembly was superimposed on the CT image scan to help define the outline of the btt body. The cad model geometry is represented by the orange outline. The adhesive is within the red box.a review of the assembly process was conducted, looking at potential steps where the adhesive was introduced. In review of the flow path of the adhesive, this location aligns with the typical placement of the drop of adhesive to cover the inflation hole per work instruction. Out of tolerance consideration: adhesive is applied to the inflation hole and cured per work instruction. The shop floor paperwork for the btt subassembly batches 3000508581 and 3000509257 that went into vh-4000 finished good batch 3000510057 were reviewed to identify the equipment used at the btt body prep station. Subsequently, an oot query was performed for the date range from 01-dec-2023 to 01-dec-2025. An analysis was performed, which confirmed that no equipment used in the btt body prep process was out of tolerance. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000510057 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that the balloon of the vasoview hemopro 2 was not blowing up. It was not realized, at first, that the balloon didn't blow up since the resistance was met while using the syringe. Once the issue was realized (co2 was being lost from the leg), it was decided to continue using the device without the balloon to avoid opening another kit. This was not as useful as a fully functioning kit, however the assist was able to make it work in order to harvest the svg. Settings on the insuflator are 10. No procedural delay. There was no harm to the patient.